Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery on (B)(6) 2013 to excise the excess tissue. The abutment was replaced. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.